Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that the patient was unable to turn the ins on. Patient was able to successfully pull up their settings but when patient tried to increase stimulation the ¿turn ins on new¿ screen was encountered. The patient thought they were having trouble turning the ins on because they still had bandages over the implant area (just implanted yesterday). The patient couldn't find/didn't have a programmer antenna one was sent to them as well as programmer instructions and a quick guide. Instructions were also sent to the patient regarding checking the (B)(6) batteries in their programmer. No symptoms were reported and no further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that actions/interventions were not done. It was done on a (B)(6). It was noted that they didn't have all of the equipment for days after but, finally, they went to their healthcare professional (hcp) office to turn the device on. The patient was very frustrated. The reason they were unable to turn the device on and adjust therapy was because they didn't have the wire to connect to the device. The manufacturer representative (rep) didn't show them how to use the device and they had no idea what to do.